Manufacturer narrative:
Corrected data: upon further review, it was recognized that the date (08/16/2017) that was provided in date received by MFR in the initial report was incorrect. The correct date for this field is 08/15/2017. Device evaluation: the product was discarded by the customer; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted and appeared gouged. The surgeon said that it felt a little harder than usual to turn the screw of the lens delivery system. The end result was that the iol was removed from the eye after the surgeon cut it into 3 pieces. The incision was enlarged slightly. There was no vitreous/vitrectomy and no sutures were needed to seal the incision after a second lens was implanted. Further information was provided and noted that what may have caused the event, was there was not enough viscoelastic in the very back of the cartridge and the lens stuck and the plunger ended up digging into the optic. No additional information was provided to abbott medical optics.